Event description:
It was reported that the patient presented in the emergency room (ER) due to a ventricular event. It was noted that implantable cardiac monitor (icm) could not be interrogated. Further investigation revealed the battery of the icm had prematurely depleted. The icm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
E1, e2, e3, g2..